Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found a ram chip memory error.

Event description:
It was reported that power on reset (por) was found during a change out procedure due to the battery of the device had reached the elective replacement indicator (eri) voltage. Patient had been undergoing radiation therapy for lung cancer. The device was explanted, and a new device was implanted. No patient complications have been reported as a result of this event.